Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 23 mg/dl and 134 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
(B) (4).

Event description:
Per the physician, the patient was explanted due to extrusion of the device. Explant and reimplantation is planned, but had not taken place at the time of this report 2009.